Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the event described. Based on investigation, the root cause was attributed to be user related. The failure was caused by an inadequate engagement of the glenospehere holder/impactor, which caused a misalignment of the device, and thus the breakage of impactor. The operative technique guide emphasizes the importance of having a good connection between the two parts. The device inspection revealed the following: the tip of the glenosphere holder - piston shows a clean break of the tip towards the middle of the threaded area. The surface is finely fissured and the level fracture area shows shear lips at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device. No marks of corrosion can be noticed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that, during a primary left reverse shoulder procedure, upon impaction, the tip of the impactor broke inside the implant. Impactor and implant were removed and backup devices (implant and instrument) were used to complete the surgery successfully with an approximate 2 minute surgical delay.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that, during a primary left reverse shoulder procedure, upon impaction, the tip of the impactor broke inside the implant. Impactor and implant were removed and backup devices (implant and instrument) were used to complete the surgery successfully with an approximate 2 minute surgical delay.